Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information was communicated that at the implanting facility on 09jul2024, the patient developed mediastinitis and bacteremia. Corynebacterium was detected from the pericardial and bilateral pleural cavities, and pseudomonas bacteremia was identified via blood cultures. On (B)(6) 2024, mediastinal drainage and omental packing were performed. Antibiotic therapy included vancomycin for 6 weeks targeting corynebacterium, and meropenem, cephalexin, ceftolozane/tazobactam, and ciprofloxacin tobramycin were administered sequentially for pseudomonas bacteremia. Antibiotic treatment continued until (B)(6) 2024. Subsequently, the patient experienced right heart failure, but the infection stabilized to some extent. Hemodynamics were stable, and respiratory weaning and rehabilitation progressed. Log file review was requested, and the event log file captured a few momentary low flow estimates with high pulsatility index (pi) as well as one low flow alarm on (B)(6) 2024. There were no notable alarm conditions or parameter changes since (B)(6) 2024. On (B)(6) 2024, the patient was transferred for rehabilitation purposes.

Event description:
It was reported that the patient had a bacterial infection at the mediastinum. Surgery and drug therapy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2024. Cultures were positive for corynebacterium. The infection was treated with an open chest surgery and lavage along with an antibiotic. The patient was discharged on (B)(6) 2024 and would undergo follow-up observation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.